Manufacturer narrative:
(B)(4).

Event description:
It was reported that a intramedullary nail insertion procedure was extended by more than 30 minutes because the drill and screws would not target the nail. The nail was replaced with a different size and the procedure was completed without further incident.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned devices shows the screws intact but visibly has markings where the paint has been scratched off. The nail has damage to the anterior end of it. The drop guide appears intact with no visible damage. An engineering review was performed and no issue was found. Product met all specified requirements. A lab analysis was completed with the following results: the trochanteric nail was damaged on the proximal end, near each of the proximal recon screw holes. The recon screws showed removal of some of the anodized coating, indicating they had been inserted. The damage to the proximal region of the nail could have been caused by contact with the screws or by contact with the drill prior to screw insertion. The alignment of the radiolucent drop with the nail holes was checked using a drill guide drill sleeve and step drill. The guide and drop were assembled to the nail according to the surgical technique, and the sleeve and step drill were inserted into both recon holes to check the alignment. The drill was able to be inserted into each hole and appeared to be well aligned. When the guide was inserted into the drop holes without the use of the sleeve, it was possible to cause contact between the drill and the damaged locations on the nail. Misalignment could also be caused if the drill guide was damaged. Since this component was not returned, it is unknown if the guide was damaged. Based on the analysis conducted, the exact cause of the failure of the drill to target the nail was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.